Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081849) on 14-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding/the bleeding got worse/blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) for pain as well as colecalciferol (vitamin d3), levothyroxine and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menstrual cycle lasting two week or more"), adenomyosis ("adenomyosis") and abdominal distension ("swollen abdomen"). The patient was treated with surgery (she underwent surgery on (B)(6) 2018 for removal of essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, adenomyosis and abdominal distension outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, genital haemorrhage, menorrhagia and pelvic pain with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081849) on 14-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding/the bleeding got worse/blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) for pain as well as cholecalciferol (vitamin d3), levothyroxine and vitamins nos (multivitamins). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menstrual cycle lasting two week or more"), adenomyosis ("adenomyosis") and abdominal distension ("swollen abdomen"). The patient was treated with surgery (she underwent surgery on (B)(6) 2018 for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, adenomyosis and abdominal distension outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, genital haemorrhage, menorrhagia and pelvic pain with essure. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.